Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump while changing her insulin infusion set and priming. The customer' blood glucose was 114 mg/dl. She was advised to discontinue use of the insulin pump and revert to a back-up method. However, the customer stated she did not have a back-up, so she was referred to her doctor's office. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in a motor error alarm during the bolus or basal delivery loop. An error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip.